Event description:
Allegations of fatigue, upper respiratory infection, bitemoral headaches, recurrent urinary tract infections, rashes and recurrent dermatitis, short-term memory loss and difficulty with concentration.